Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Five opened probes were received, with a tip protector in a tray for the report. Sample 1: the sample was visually inspected and found to be nonconforming with clear foreign material on the port face, on the welded cap and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. Engine was disassembled, and the components inspected. Diaphragm, spacer, and top o-ring is all intact. Bottom o-ring had excess material on the outer diameter of the o-ring. However, it did not exceed the specification for excess material. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the welded cap. White foreign material was on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with bent needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. Sample 5: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on the welded cap. White foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. Engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings were found to be intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample 1 and 5 were conforming for functional testing. The complaint evaluation confirms the sample 2 probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. The complaint evaluation confirms that sample 3 probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu) the vitrectomy probe is verified for twenty (20) minutes of use at maximum cut speed. The complaint evaluation was unable to confirm the sample 4 cut failure due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure of sample 2 and 4 could not be determined, sample 1 and 5 was conforming for cut and the observed cut failure was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutting failure of a probe occurred during vitrectomy surgery. The cutter stopped cutting and its sound and oscillation got weak as well. The surgery was completed after replacing the product with another one. The condition of aspiration and actuation was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).